Event description:
A baby was receiving supplemental tpn and lipids via a PICC line. When a hub crack and leak occurred, the PICC line was discontinued. This resulted in discontinuation of the tpn and lipids.